Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2019 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 4 years and 2 months after initial implant. There is no device information provided. No other medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
H10. Updated / additional information - g1, g3, g6, h1, h6 (component code as bearings). H6. Investigation results - the revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs were not provided. These devices are used for treatments, not diagnosis. There is no other information available.